Event description:
The customer went to the hosp for high bgs a day prior to the call. It was informed that the cause of their high bgs was unknown. Bgs were still high at the time of call. The set was changed three days ago. Troubleshooting was performed. Instructed the customer to change the set, monitor the pump and bgs, and call to help line if further assistance is needed. Later, the customer called back. Customer received an alarm and the reservoir would not fit in pump. Assisted the customer in rewinding the pump. The customer was able to prime properly and the alarm did not occur. In addition the customer mentioned that the set has been in place for four days. Advised the customer to change the reservoir and the set.